Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular (rv) lead was positioned and tested but no electrocardiograms (egms) were observed during bipolar testing when connected to standard alligator clip or pacing cables. The physician tested the terminal pin in unipolar mode and good egms were observed. Alligator clips were then placed in unipolar mode on the ring electrode and again no egms. Pacing impedance was high, above the normal range. Alligator clips in unipolar on the terminal pin noted normal impedance and capture. This was repeated three times with similar results, no electrical activity and high pacing impedance. A rv lead malfunction was suspected. The rv lead was exchanged. A new lead was implanted with no anomalies using the same cables. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: patient section - section a, dob should be (B)(6) 1971.